Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break approximately 167 millimeters (mm) from the terminal pin. The suture sleeve was located approximately 123 to 145 mm from the terminal pin. It appeared that the fracture was approximately 22 mm from the distal end of the suture sleeve. There was also a curve in the lead approximately 145 to 170 mm from the terminal pin. Based upon the laboratory findings, this appeared to be consistent with a fatigue fracture.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing without pacing inhibition, and impedance measurements of greater than 2000 ohms with isometric maneuvers. A surgical revision was performed and a lead fracture was noted. The lead was explanted and replaced. No additional adverse patient effects were reported.